Event description:
It was reported that this pacemaker exhibited undersensing of premature ventricular contractions (pvc) that landed in the atrial noise window, causing inappropriate ventricular pacing after the pvc on the right ventricular (rv) lead. Additionally, the rv intrinsic amplitude was noted to be out of range. Reprogramming options were recommended by technical services (ts). No adverse patient effects were reported. This device remains in service.